Event description:
This report pertains to two spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and a spy ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the console is intermittently working. The image was lost approximately three to five minutes into the procedure. They tried two scopes and still no image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass digital controller was analyzed by enercon technologies, and a visual evaluation noted wear and tear on top cover and front panel. A functional evaluation noted that no errors in the error logs. No functional problems found. Per the evaluation conducted by enercon technologies, the reported event of loss of visualization could not be duplicated. A risk review confirms this is not a new or unanticipated event. A device history record review conducted by enercon, it was confirmed that the device met all manufacturing specifications. Even though the problem was not duplicated, product analysis found wear and tear on top cover and front panel. Based on this damages, it is likely that the reported problem was intermittent and does not belie the customer complaint. It is likely that the reported event could have been caused by factors related to wear and tear, handling, improper routine or preventative maintenance of the unit. Based on all gathered information, the conclusion code selected for this event is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.

Event description:
Note: this report pertains to two spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and a spy ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the console is intermittently working. The image was lost approximately three to five minutes into the procedure. They tried two scopes and still no image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.